Event description:
It was reported that the patient's extension was 'bulging' out and they had pain on the right side of their neck. Over time the pain had intensified and a spasm developed. It was indicated that the patient was very sensitive to movement and touch in the extension location. The touch of hair, a comb, wind blowing or laying on her side will set off a spasm. The patient had two nerve blocks and a fusion completed without success. The patient had the extension re-tunneled to correct the bulging, but this did not correct the patient's spasm. It was noted that the physician had created a 'notch,' but it was not clear if this was pre or post re-tunneling of the extension. The patient was working with a new physician and they used a botox injection was used for temporary symptom management while the patient was on vacation. It was noted that the therapy had helped with the patient's parkinson disease symptoms, but she could not leave her apartment due to the pain and spasm. If additional information becomes available, a follow-up report will be sent.

Manufacturer narrative:
Product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6), product type extension, product ID 37085-60, serial# (B)(4), implanted: 2011 (B)(6), product type extension, product ID 3387s-40, lot# v708632, implanted: 2011 (B)(6), product type lead, product ID 3387s-40, lot# v700663, implanted: 2011 (B)(6), product type lead. (B)(4).